Manufacturer narrative:
A boston scientific technical services consultant accessed the data from the remote monitoring system and confirmed the out of range measurement was from the day of the ablation and could have occurred during the procedure. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement greater than 200 ohms. It was noted that the patient had an ablation the same day as the measurement was observed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the out of range measurements are still occurring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.